Event description:
It was reported that this right atrial (ra) lead exhibited high out of range (oor) pacing impedance and oversensing due to a lead conductor fracture. The device was reprogrammed and this lead remains in service for detection. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.